Event description:
The customer called philips to report that the device shut down while charging (defib energy) for the defib test. The device also reset the device configuration to defaults. There was no patient involvement.

Manufacturer narrative:
(B)(4). The customer called philips to report that the device shut down while charging (defib energy) for the defib test. The device also reset the device configuration to defaults. There was no patient involvement. The customer reported that the battery in use was five years old. The customer replaced the battery at that time. The customer called back to report that the device has been fully functional since they replaced the battery on (B)(6) 2011. We will consider this issue to have been resolved by replacement of the battery. The battery in use was beyond its expected useful life.